Manufacturer narrative:
Updated data: b.5: event description; d.9: device available for evaluation?; h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which stated that the cause of the paravalvular leak was due to attempting to implant a valve that was too big for the patients annulus. It was reported that it was apparent immediately post operatively that there was some paravalvular leak, however, it worsened over the next few days leading to the reoperation and the device being explanted. No additional adverse effects were reported.

Event description:
It was reported that a patient underwent a procedure involving the implantation of an 27mm avalus ultra bioprosthesis valve. During a transesophageal echocardiogram (toe) conducted on (B)(6) 2024, a highly eccentric paravalvular jet was observed, directed posteriorly across the left ventricular outflow tract, which was consistent with moderate paravalvular regurgitation. Additionally, a small circumferential pericardial effusion was noted. The patient required a reoperation, and the device was explanted and replaced by another manufacturer's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported this was the surgeons first time implanting this valve. It was further noted that the correct sizers were used for this implant. The barrel and replica end of the sizer were used to select the size of the implanted valve. The annulus was not found to be in-between two different sizes, however the surgeon did try to squeeze in a valve that was too big for the patients annulus. It was further noted that it was the physicians preference to upsize the valve for a larger effective orifice area. Pledgets were also used during implant. It was further noted that the implant procedure was a "tricky congenital case". No additional adverse patient effects were reported.